Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog#: c01a, 510k # k041584, UDI#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at t9 - s2 due to adult deformity. Intra-op, the cement was leaking and the cement solidify early. Currently, no patient complications have been reported by the surgeon.